Event description:
Hcp reported new illness, injury, condition sepsis/pneumonia. The patient underwent pump explantation and treatment with vancomysin 1g q12h and gentamicin 1mg/kg q8h x 14d with o2 mask at 60% o2 for hypoxemia and ventilator. The event is ongoing with sequelae.